Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (B)(4), alleging that her onetouch ultra mini meter was displaying an error 2 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2019. She reported that she manages her diabetes with insulin (self-adjuster) and made no changes to her normal diabetes management in response to the alleged issue. The patient stated that. On (B)(6) 2019 she developed symptoms of ¿drowsy and fatigue¿, she visited the doctor later on the same day, and her insulin dose was increased from ¿50 to 70¿. During troubleshooting the csr noted this was not the first time the product was being used and there was no evidence of misuse. It was noted that the correct test strips were being used but the patient was unable to describe their testing steps. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.